Manufacturer narrative:
In speaking with the olympus technical assistance center (tac). The customer reported, that connecting another scope still created the error. Tac advised swapping out the video system center with the one from the procedure and connecting the scope. If the problem persisted, it would indicate an issue with the xenon light source. Otherwise, it would be the video system center. They were instructed to call back if the problem continued. The customer called back and reported, that the issue was with the xenon light source. Tac advised sending the light source in for repair and arranging for a loaner to use as a control group to determine, if there was a problem with the other system as well. Even though, the other system was functioning properly. The customer noted, that originally all the endoscopes worked on the other system. They had two systems: one in a room and one on a traveling cart. The traveling cart system always worked and that was the one they were using. The customer had a b30 error on her xenon light source system. After discussion and troubleshooting. It was determined, that the xenon light source was the most likely root cause. Tac then arranged a conference call with (B)(6), in customer solutions to have the light source evaluated and repaired. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the xenon light source had a scope communication error (b30) on its video system center/xenon light source tower. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.